Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12234. It was reported the pt was no longer receiving stimulation. The sjm rep met with the pt for reprogramming, but was unable to obtain coverage on both sides of her body; the stimulation was only on her left side. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.